Event description:
It was reported that the patient experienced frequent charging of the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred five months ago from the date the manufacturer was made aware.